Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 419 mg/dl at time of incident. The customer was treated with manual injection. Customer was using insulin pump system within 48 hours of reported event. Customer stated that the sensor had cannot find sensor signal alert. Customer stated that there was no damage to the connection bridge or pins. Customer assisted with troubleshooting of connection anomaly, however issue was resolved. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's instructions. The insulin pump will not be returned for analysis.